Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+200 mg/dl). Troubleshooting was performed and pump appeared to be functioning as expected. Reportedly, basal setting has been lowered and bolus setting has been increased recently by health care professional.